Event description:
It was reported that during a left anterior descending (lad) coronary artery intervention, the 2.00x15mm mini trek balloon dilatation catheter (bdc) was advanced without issue to the lesion. Upon balloon inflation, the balloon was noted to be distal to the lesion, as it had separated at the mid-sharft of the device. A larger bdc was advanced beyond the detached portion of the device and was able to capture and remove it from the anatomy. There was no adverse patient sequela or a clinically significant delay in procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation; however, the reported unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.